Event description:
Customer reportedly received results of 353 mg/dl and 70 mg/dl within 10 minutes on the same device. Customer reports a reading of 43 mg/dl prior to getting the discrepant results. Customer felt shaky and thought the 43 mg/dl was accurate (symptoms match results). Customer treated self with food and juice, but did not feel better. When the customer had the 353 mg/dl reading, he discontinued drinking the juice. For the next hour, the customer tested his blood glucose and received back to back discrepant results. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.